Manufacturer narrative:
This investigation is on-going. As additional information is received, a supplemental report will be issued. (B)(4).

Event description:
A maude report received (mw5034076) from the FDA stated an 840 ventilator experienced a high priority "pt not connected" alarm. It was reported, during set-up for an in-line nebulizer treatment the ventilator began to alarm. The respiratory therapist (rt) involved initiated the time and subsequently began bagging the pt because there was no indication of the pt being ventilated. Another rt was called to assist with troubleshooting the ventilator. The device was found to be securely attached to the pt however there was no rise in the pt's chest, to indicate ventilation. The device continued to alarm "pt not connected" after re-plugging the air and oxygen twice. Additionally the ventilator was powered off and on twice with no change in the alarm status. Now with 2 rts in the pt's room manual ventilation was continued until the pt was removed form the device and placed on an alternate ventilator. There was no report of pt injury as a result of the event. The ventilator was tagged "do not use", covered, and place in the dirty equipment room. A biomed engineer was then called to evaluate the device.